Event description:
The complaint is reported as: "after intubation, the air leak sound was heard, and the alarm occurred when it connected to anesthesia unit. The machine is running normally, then found out the y connector is cracked". It was reported that the patient was re-intubated. No patient injury or harm reported. The condition of the patient was reported as "fine". Issue reported by authorized distributor taiwan.

Manufacturer narrative:
Qn#(B)(4). The customer returned the y connector from unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the y connector was returned damaged and cracked. The sample was sent to the manufacturing site for evaluation and it was concluded that there was no indications of a supplier issue. It could not be determined exactly how the connector became damaged. However, it's possible that the damage could have occurred during manipulation of the intubation connection. The reported complaint of "connector cracked during use" was confirmed based upon the sample received. The y connector was returned damaged and cracked. The sample was sent to the manufacturing site for evaluation and it was concluded that there was no indications of a supplier issue. A device history record review was performed with no evidence to suggest a manufacturing related cause. It could not be determined exactly how the y connector became damaged. However, it's possible that the damage occurred during manipulation of the intubation connection. Based upon the observed damage, it appears that unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing facility reports "a verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production, the samples were inspected according to qip, the revised characteristics comply with the requirement. Defect reported "connector cracked during use" was not observed in the current manufacturing process". A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "after intubation, the air leak sound was heard, and the alarm occurred when it connected to anesthesia unit. The machine is running normally, then found out the y connector is cracked". It was reported that the patient was re-intubated. No patient injury or harm reported. The condition of the patient was reported as "fine". Issue reported by authorized distributor (B)(4).